Manufacturer narrative:
Restarted system; instructed customer to check power board and air conditioning. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a generator communication timeout caused x-ray failure, which was resolved by restarting the system on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.